Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that their onetouch verioiq meter was displaying an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at 12:45pm on (B)(6) 2015. The patient does not currently take any medication to manage their diabetes. The patient reported developing a symptom of ¿shakes¿ 2-3 minutes after the alleged product issue began. The patient denied receiving any treatment for this symptom. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because, the patient developed a serious symptom which may be associated with hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.